Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to remove stylet from lead was confirmed. As received, a complete lead was returned in one piece with a stylet stuck. X-ray examination found the inner coil to be bunched at the connector region consistent with procedural damage. Visual inspection did not find any anomalies except for procedural damage. The cause of inability to remove the stylet from the lead was isolated to the bunching of the inner coil.